Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: we have been provided with the affected sample. A leakage through the plunger rod was observed in this provided sample. After that we could determinate a damaged in the plunger rod by the evaluation of the plunger with magnification. We could confirm the reported issue. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #8037758, #8030577, #8022720, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #8037765, #8030581, #8022724 and no problems, defects or qn related to the reported issue were found. Investigation conclusion: after the evaluation of the received sample, we conclude that the cause of the problem could was produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Root cause description: damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Rationale: we can ensure that the probability of finding this kind of defect is an isolated issue and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had a plunger seal leak. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacture: yes.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had a plunger seal leak. No serious injury or medical intervention was reported.